Event description:
It was reported that the pump stopped all insulin delivery. The customer had not tested his blood glucose level at the time of the report; therefore it is unk if there was an impact to the customer's blood glucose level. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.